Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available

Event description:
Robot does not lock into "haptic holster". Case type: tha. Per the mps, the arm would drop when the surgeon tries to put the arm in holster position. Haptic holster is the position the arm is placed in when the surgeon is letting it rest out of the surgical field until needed.

Manufacturer narrative:
Reported event: an event regarding virtual arm holster involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding trouble entering the virtual arm holster or haptic boundary. There were 6 other reported events for the listed catalog number (pr1451373, pr1453378, pr1339124, pr1337753, pr1290114, and pr1720482). Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made.

Event description:
Robot does not lock into "haptic holster". Case type tha. Per the mps, the arm would drop when the surgeon tries to put the arm in holster position. Haptic holster is the position the arm is placed in when the surgeon is letting it rest out of the surgical field until needed.